Manufacturer narrative:
H-11: revised g4. Revised h-10: report mail date inadvertently entered as 02/03/2006, should have been 03/02/2006. This report was mailed in to FDA on: 03/10/2006.

Event description:
Reporter noted footswitch not working. Case was cancelled. No patient injury.